Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) ran a downtime query and verified no pending messages in the queue. Carefusion coordination engine (cce) was not on a disconnect flag and the xml sent time was current. Tss logged into health sight viewer (hsv) and confirmed no devices were under critical override except one station, which was manually set on the server. Tss confirmed there were no device issues, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new patients and orders were not transmitted to the stations. However, there were no delays, adverse events or injuries reported based on this event.